Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the jet-tube had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h3, h4, h6, and h11 were updated. Based on the results of the investigation, the identity and definitive root cause of the white foreign material could not be determined. The instruction manual states the detection and preventive methods associated with reprocessing in ¿cf-ez1500dl/I operation manual chapter 3 preparation and inspection¿ and ¿cf-ez1500dl/I reprocess manual chapter 5 reprocessing the endoscope.¿. Olympus will continue to monitor field performance for this device.